Manufacturer narrative:
The device remains implanted; therefore, the evaluation of the actual device cannot be completed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Stent occlusion is identified in the device labeling as a known inherent risk of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the available information, the root cause of the reported event is the piece of the lens incurred during phacoemulsification. Any omitted information was not available at the time of this report. (B)(4).

Event description:
It was reported that following a left eye cataract plus trabecular micro-bypass procedure, the patient presented with stent obstruction in the operative eye (os) approximately seven (7) months postoperatively. The obstruction was treated with yag laser, and no report of impact to the patient. According to the surgeon, the stent was obstructed by a piece of the intraocular lens (crystalline) incurred during phacoemulsification. Additional information is being requested.